Event description:
Left breast implant removed and exchanged. Pt noted left implant site with asymmetry. Left noted to be leaking. The double lumen implant was ruptured with a pocket filled with free gel. The capsule was thin. No abnormalities were noted.